Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear fluid leak under the diluter of the coulter lh 750 hematology analyzer. Customer reported that the leak was contained in the analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found diluent leaking from the backwash of the needle as a result of stretched-out tubing. The fse replaced the tube and cleaned the liquid.